Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during posterior cervical fusion (pcf) procedure, the mayfield modified skull clamp (a1059) loosened pressure during a procedure. There was no patient injury or surgical delay. The procedure was completed in the usual way.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned; however, serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. In any event, the skull clamp is over 10 years old and therefore is beyond integra¿s 10-year service life and can no longer be serviced. Based on the reported complaint, the definite root cause cannot be identified as the device was not returned, and the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If the device is later returned in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.